Event description:
It was reported that this right ventricular lead was explanted due to experiencing perforation in the hear wall. This lead was replaced and returned to boston scientific for analysis. No further adverse patient effects were reported.